Event description:
During a tissue dissection of a laparoscopic assisted hysterectomy (vaginal), the bioploar klepinger began to operate erratically either not coagulating at all or providing poor coagulation. This resulted in a blood loss estimated at 350cc. The surgeon did not feel comfortable using the machine for coagulation of major arteries and used a gia stapler instead.the manufacturer previously changed the cord design which apparently did not make adequate contact with the instrumentinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.